Event description:
As reported, approximately eight months post initial right tka, this (B)(6) female patient had a revision due to prosthesis wear, plus arthrofibrosis. There was no breakage to the device and no surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of both prosthesis wear and arthrofibrosis. However, based on the limited prosthesis wear seen on the returned device, the reason for the revision was most likely the result of the patient¿s diagnosed arthrofibrosis. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2 and h3 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt.